Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. Correct b7. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint of valve stenosis was empirically confirmed based on provided information. It is possible that one or more patient/procedural factors identified in the technical summary (e. G. Atherosclerosis, thrombus, endocarditis, rheumatic fever, pannus formation, under-expanded valve, ppm) may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in romania. As reported, this was a case involving a 23mm sapien 3 valve. Approximately, 4 years after the procedure, the patient presented with restenosis of the implanted valve and was symptomatic. A computed tomography evaluation was performed to assess the option of a valve-in-valve procedure. A heart team decision regarding reintervention was expected, and, if pursued, the reintervention will be planned in the upcoming weeks.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.